Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported having concerns with the buttons on the infusion device not working. Patient stated the down arrow button on the device doesn't always work. Patient reported that sometimes when pressing the button it doesn't vibrate, beep, or anything. Patient stated the button doesn't work when pressed hard, is not flat, and pops back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.